Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was over the wire and the bow was set at one o'clock position in preparation for sphincterotomy, but the initial cut was not successful. The physician then repositioned the device and attempted to make another cut, but still nothing happened. The device was advanced further from the scope, and they noted that the cutting wire of the autotome rx 44 broke proximally. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result) the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked, and broken at 3 mm from the proximal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken at 3 mm from the proximal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was over the wire and the bow was set at one o'clock position in preparation for sphincterotomy, but the initial cut was not successful. The physician then repositioned the device and attempted to make another cut, but still nothing happened. The device was advanced further from the scope, and they noted that the cutting wire of the autotome rx 44 broke proximally. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block e1 (initial reporter title, initial reporter first name, initial reporter last name) and block e3 (occupation) have been updated based on the additional information received on february 27, 2025.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was over the wire and the bow was set at one o'clock position in preparation for sphincterotomy, but the initial cut was not successful. The physician then repositioned the device and attempted to make another cut, but still nothing happened. The device was advanced further from the scope, and they noted that the cutting wire of the autotome rx 44 broke proximally. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.